Event description:
It was reported that during a therapeutic hydrothermal ablation procedure there was a leak resulting in second degree burns to the vagina, labia and buttocks. Subsequently the pt also experienced cramping and bleeding which were treated by birth control pills.